Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed 86 percent right atrial (ra) pacing while programmed to vvi 40. Technical services (ts) reviewed stored device data and discussed the potential that this was likely related to an r-wave test via a programmer or a commanded threshold test. Ts further discussed that rate counts did not show atrial pacing, but the device was suspected to be in ddd mode at some point in order to pace the ra as atrial pacing cannot happen in permanent vvi. Additionally, this device exhibited undersensing. Ra sensitivity was noted to be programmed on at 0.15 millivolts. The health care professional (hcp) indicated that the plan was to bring the patient into the clinic for further evaluation. Additional information was received that the patient was seen in clinic. The root cause of the undersensing and atrial pacing in vvi was unable to be determined. No changes were made and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.